Event description:
During a laparoscopic appendectomy procedure, the device would not open. The device was pryed open with a laparoscopic grasper. The case was completed with a like device. There was no consequence to the pt.